Event description:
In 2001 this pt had a sudden onset of constant fluctuating loudness assocaited with dizziness and pain at the site of the receiver/simulator. Using the appropriate diagnsotic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery occurred in 2001.